Manufacturer narrative:
Concomitant medical products: 5866-38m crdm adaptor, implanted: (B)(6) 2014. Cd3357-40c bi-ventricular defibrillator, implanted: (B)(6) 2019. 5076-52 crdm non-defib lead, implanted: (B)(6) 2011. 419488 crdm non-defib lead, implanted: (B)(6) 2011. 6944-58 crdm defib lead, implanted: (B)(6) 2011. 6996sq58 crdm defib lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the left ventricular (lv) leads exhibited high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.